Manufacturer narrative:
(B)(4). The device was returned containing approximately 50 ml of drug solution in the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and showed no evidence of flow when the cap was removed. The reported condition was verified. Subsequent examination revealed the direct cause of the flow problem was due to crystallized drug blocking the fluid path/exit at the distal end of the glass capillary located inside the luer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had a no flow issue. The device was filled with 900 g desferrioxamine in 52 ml sodium chloride. The clamp was open on the line. There was no patient injury or medical intervention associated with this event. No additional information is available.